Event description:
It was reported that a patient undergoing an MRI of the lumbar spine while under general anesthesia sustained a burn to the right elbow. The patient was positioned with head first, supine, arms at side. The injury was initially observed to be red and blistered and about the size of a golf ball. The patient's injury progressed to become a deep tissue burn requiring debridement and skin grafting. The system was (B)(4) 3.0t mr750.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.